Event description:
It was reported that an ilet user noted an insulin odor around the cartridge chamber and observed a small amount of insulin at the connection between the infusion set tubing and the luer connector after removing supplies; troubleshooting and education were completed, no alerts or alarms occurred, and the highest reported glucose during the event was 347 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical treatment, no hospitalization, and resolution with self-management as glucose trended down. Investigation included customer interview, device-use review, and troubleshooting. Investigation of this case revealed evidence consistent with a connector interface leak observed at the tubing-to-luer connection, with the exact source not identified after supply change. It was concluded that a leak at or near the infusion set connector was suspected, contributing to transient hyperglycemia, with user-guided supply replacement restoring function.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.